Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was hospitalized as they experienced several syncopal events. Device interrogation revealed that episodes with oversensing of artifacts on the right ventricular (rv) channel had been stored. Further evaluation of the patient, including movement and manipulation, did result in some oversensing of artifacts, and pacing inhibition was observed in several instances. The device was reprogrammed to the lowest sensitivity, however, pacing inhibition could still be confirmed on the external electrocardiogram (ECG). Rv lead impedance was found to be in range, but the facility suspects the observations may be due to an early stage of lead impairment. Lead replacement was recommended but at this time, no further information is available. Of note, the implanted leads are non-boston scientific products. The crt-d device remains in service and no adverse patient effects have been reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was hospitalized as they experienced several syncopal events. Device interrogation revealed that episodes with oversensing of artifacts on the right ventricular (rv) channel had been stored. Further evaluation of the patient, including movement and manipulation, did result in some oversensing of artifacts, and pacing inhibition was observed in several instances. The device was reprogrammed to the lowest sensitivity, however, pacing inhibition could still be confirmed on the external electrocardiogram (ECG). Rv lead impedance was found to be in range, but the facility suspects the observations may be due to an early stage of lead impairment. Lead replacement was recommended but at this time, no further information is available. Of note, the implanted leads are non-boston scientific products. The crt-d device remains in service and no adverse patient effects have been reported.